Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04854. It was reported that the right atrial lead was dislodged. The physician capped and replaced the right atrial lead on (B)(6) 2019. During the revision procedure, the physician found unspecified malfunction on the device. The physician decided to explant and replace the device. The exact reason for the explant is unknown. The patient was stable post procedure.